Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs. The cause of the reported issue was determined to be one or more cycles advancing to the next fill when slow / no flow occurred above the min drain volume threshold. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
During an evaluation of a returned homechoice (hc) machine, there was one increased intra-peritoneal volume (iipv) event identified. This occurred in the therapy initiated on (B)(6) 2013, during the night drain cycle five. The home patient's (hp) ultrafiltration reading of 1759ml, which indicated that the hp drained 1759ml more than their maximum programmed fill volume of 1800ml. No additional information is available.